Event description:
It was reported that the customer used 2 infusion sets and received a no delivery alarm. Customer's blood glucose level was 300 mg/dl. Customer was treated with an IV drip and manual injections for diabetic ketoacidosis. Customer's blood sugar was over 600 mg/dl and blood chemistry was off. Customer stated there was muscle damage due to diabetic ketoacidosis and a couple cannulas did not work since the hospital. Customer was admitted to the hospital at (B)(6) 2014 and had chest pains and nausea. Customer had cannulas that did not work since the hospital visit. Customer stated that he had a blood glucose level of 400 mg/dl and treated for it. Customer was wearing the pump at the time of the hospital visit. Customer stated that the pump was not working at the time. Customer stated that he does not think he had a no delivery alarm before the diabetic ketoacidosis. Customer declined troubleshooting for air bubbles. Customer wanted a new pump and new tubing. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).